Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven months post filter deployment, x-ray of chest 2 views revealed that there were several linear metallic densities within the right lung. Two months later, inferior vena cava filter removal was attempted. The snare was put right down over the tip of the filter. It was removed by the hook at the top. The entire filter was removed. All limbs and prongs were intact. Gross description demonstrated that the specimen was received fresh, and it consisted of a multiarmed, metallic, nonmagnetic, flexible silver wires grossly consistent with an inferior vena cava filter with focally attached bright red blood clot. Therefore, the investigation is inconclusive for the reported filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7, g2, g3. H11: d1, d4 (product catalog no),g1, h6 (method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a vena cava filter was deployed for history of deep vein thrombosis and pulmonary embolism. Sometime post filter deployment (date not provided) the vena cava filter was captured and retrieved. An alleged detached filter limb was reported; however, it was unknown if the detached limb was removed at the time of the filter retrieval. A medical examiner certificate of death was provided that stated the immediate cause of death was arteriosclerotic cardiovascular disease; other significant contributors were identified as hypothyroidism. The medical examiner stated the manner of death was determined to be of natural cause.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged detached filter limb as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed for history of deep vein thrombosis and pulmonary embolism. Sometime post filter deployment (date not provided), the vena cava filter was captured and retrieved. An alleged detached filter limb was reported; however, it was unknown if the detached limb was removed at the time of the filter retrieval. A medical examiner certificate of death was provided that stated the immediate cause of death was arteriosclerotic cardiovascular disease; other significant contributors were identified as hypothyroidism. The medical examiner stated the manner of death was determined to be of natural cause.